Event description:
It was reported that balloon rupture occurred. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 18atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported, and the patient was in good condition after the procedure.